Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70, serial/lot #:(B)(4) description: infinion 70 cm lead kit. Model #: sc-3400-30, serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient had pain at the pocket site and the lead was producing high impedances. The patient was given shots to alleviate the pain. The patient underwent a revision procedure wherein the ipg was relocated and the lead and lead splitter were explanted. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-2316-70, sn (B)(4): device evaluation indicated that the lead passed mechanical and photographic imaging tests performed. The complaint of 12 open contacts couldn't be confirmed. However, visual inspection revealed that the proximal end is fractured. Contacts # 1-5 are left inside the associated lead splitter. X-ray inspection found no anomalies aside from the fractured proximal end. The root cause of the damaged proximal end is unknown. Sc-3400-30, sn (B)(4): the complaint was not confirmed. However, x-ray inspection found that contacts # 1-5 of the associated infinion lead are still inside the splitter connector. X-ray inspection didn't find any other anomalies aside from the 5 proximal contacts inside the connector. Sc-4316 visual inspection found that the clik anchor has one torn eyelet.

Event description:
A report was received that the patient had pain at the pocket site and the lead was producing high impedances. The patient was given shots to alleviate the pain. The patient underwent a revision procedure wherein the ipg was relocated and the lead and lead splitter were explanted. The patient was doing well postoperatively.